Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance measurements and noise. A new rv lead was successfully placed. No additional adverse patient effects were reported.